Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced a headache, weakness and cognition problems. The patient was prescribed dexamethasone. The event was considered resolved.